Manufacturer narrative:
Device was not returned for investigation as the pump remains implanted. Per the reporter, this was a standard refill with no change in drug, concentration or dose. The pa allegedly reported that they refilled the pump the way they always do, pushing a few mls in and letting one come back to assure they are in the refill septum. Although no further investigation is possible, this event is most likely a user error. Furthermore, 'refill errors, including injection into pump pocket' is included as a possible risk associated with programmable implantable pump in the instructions for use. The pain management reportedly believed that due to the symptoms and volume discrepancy of 6 ml, the overdose pocket fill was the cause of the patient symptoms. There was no direct allegation of malfunction of the device. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. If further information is received, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions in order to report a potential pocket fill of a prometra ii pump 20ml. Representative reported that the physician's assistant reported that the patient went unresponsive directly after the pump was filled and was brought to emergency room via ambulance. The patient was administered narcan and responded well. The patient was not admitted to the hospital, and was only in the emergency room for thirty minutes. Physician's assistant reported that they performed the refill by pushing a few mls in and letting one come back to assure they were in the refill septum. A volume check was performed at the patient's next appointment, and an overinfusion volume discrepancy was observed. The expected return volume was 17ml and the actual returned volume was 11ml. Representative confirmed that, due to the symptoms and volume discrepancy, the physician believes the symptoms were caused by the pocket fill.